Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureterolithotripsy procedure, the basket of the ngage nitinol stone extractor ruptured. All parts of the basket were successfully removed from the patient. Another extractor was opened. Requests were made for additional information regarding; patient age/weight, description of the event in detail, and patient outcome; however, the customer has not provided any further information. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: conclusions code: cause not established (4315). Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and the basket formation in the open positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination noted the support sheath is bowed at the mlla. A severe kink was noted in the basket sheath 103 cm from the distal tip. A functional test determined the handle does not actuate the basket formation. It was observed that one of the wires in the basket formation is cut/broken. During the actuation of the handle, the basket sheath separated at the severe kink. The device history record review showed there were no non-conformances that would have caused or contributed to the reported failure. A search of complaint records revealed this is the only complaint associated with complaint lot number 8015940. The device manufacturing records were reviewed and no notable gaps in production or processing controls were noted. The instructions for use (IFU) that accompanies this device provides the following: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The complaint device was found to have a basket with one wire broken. It was also noted that the support sheath was bowed, and the basket sheath was kinked. Devices are inspected for damage and functionality prior to packaging. The device likely became damaged during handling / use of the device. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the definitive cause of the broken wire could not be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.